Event description:
On 01/17/2024, it was reported by a sales representative via e-mail that an ar-2350 knotless tensiontight¿ button implant systems fiberlink would not slide appropriately through the trap door. This occurred during a case when performing the tension-tight button biceps button technique, the five fiberlink would not slide appropriately through the trap door. The button was released from the inserter in the humeral canal and as light tension was applied to the 5 fiberlink, it ripped. The metal button was left inside the humeral canal and could not be removed. The surgeon then used a birmingham ar-1662s-1 biceps kit to complete the case.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error, including improper surgical technique. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.